Manufacturer narrative:
This report contains corrections to the following fields:1) d4: lot number2) d6a: implant date3) d6b: explant date

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited premature battery depletion (pbd). Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited premature battery depletion (pbd). Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.